Event description:
It was reported that the left ventricular (lv) lead was not capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694965 lead, implanted: 2007-(B)(6), c154dwk ICD, implanted: 2007-(B)(6). (B)(4).